Manufacturer narrative:
(B)(4). Method: two complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fph in (B)(6) for inspection. The returned devices were visually inspected and pressure tested for leaks. Results: visual inspection revealed that there was no damage or defect to either circuit. Pressure test showed that both circuits were within specification and were not leaking. Conclusion: we were unable to determine why the subject circuits failed the ventilator leak testing as there was no fault found with them. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported that an rt266 infant dual-heated evaqua2 breathing circuit failed the leak test on the servo-I ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an rt266 infant dual-heated evaqua2 breathing circuit failed the leak test on the servo-I ventilator this was found prior to patient use.